Event description:
It was reported that during initial setup the ilet displayed an ¿unable to proceed¿ alert and then a restart 39 alert indicating an insulin shaft encoder failure; a restart was attempted but the alert recurred immediately upon boot, consistent with a device malfunction involving the insulin delivery motor/encoder component. Symptoms included no reported adverse clinical effects. Outcomes included device replacement logistics and continued glucose monitoring with the cgm while the pump remained shut down. Investigation included remote technical assessment and customer education on shutdown, data sync, and return procedures. Investigation of this case revealed a persistent insulin shaft encoder failure upon power-up consistent with an internal component fault affecting insulin delivery readiness. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the insulin shaft encoder with malfunction of the pump system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 39 was annunciated after attempting to rewind lead screw. A known-good drive train assembly was installed and the alert cleared; lead screw was able to prime to (B)(4) units. The cause was determined to be a faulty motor.